Event description:
It is reported that the screws fractured upon insertion, leaving the broken screw exposed through the cup. The surgeon used a high speed burr to take off the top of the screws so the liner could be inserted.

Manufacturer narrative:
This report will be amended when our investigation is complete.